Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the patient experienced a receiver that ceased to function. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver would not boot or charge. The device was opened and moisture damage was observed. The reported event of the device ceased to function was confirmed. The probable cause was determined to be moisture damage.